Event description:
Approximately 4 months post-op, patient complained of pain, so surgeon decided to remove screws using other company's screw removal product. While removing screws, the screw broke. Doctor indicated a cannulated drill bit would have made removal easier, but the surgery center did not have one at the time. No similar complaints in last year. IFU addresses need for reoperation. Patient currently doing fine.

Manufacturer narrative:
Device not returned for evaluation. Do not expect device to be returned. Product was broken by surgeon when he performed revision surgery, because patient was complaining of pain. No evidence of device failure. IFU states that reoperation may be required to remove or replace implants at any time due to medical reasons. Patient currently doing fine.